Event description:
The patient fell as she attempted to get out of bed. She was found sitting on the floor leaning against the bed. She fractured her left tibia as a result of the fall.

Manufacturer narrative:
There is no evidence of a product malfunction. However, due to the product being associated with a serious injury, a report will be filed.